Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the posterior communicating artery (pcom) using penumbra smart coils (smart coil) and a non-penumbra microcatheter. During the procedure, the hospital technologist made multiple attempts to advance the smart coil within the introducer sheath; however, the smart coil was stuck and would not advance out of its friction lock. Therefore, it was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.